Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reez1200 showed six other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire and connector got rusty.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of discoloration on the connector was confirmed but the exact cause is unknown. (B)(4) photographs of an unopened 4fr s/l groshong catheter kit were returned for evaluation. The metal blunt on the 4fr connector appeared to contain brownish discoloration. The exact cause of the discoloration could not be determined from the photograph but did appear consistent with oxidation. The photographs were taken through the bottom of the tray with the literature bundle obscuring the view of the tray components and the tray lidstock. Therefore, the condition of the inlaid stylet could not be clearly determined from the images, and it could not be determined if the tray lidstock contained water damage. Based on the information provided, possible contributing factors include damaged packaging and exposure to environmental factors leading to oxidation. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause contributed to the reported event. Since discoloration and residue resembling oxidized metal was observed, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the guidewire and connector got rusty;